Event description:
Lv lead impedance warning (B)(6), 2022, currently 2641 ohms and programmed off svc coil impedance increased from 35 to 50+ ohms. 605054342 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)